Manufacturer narrative:
Subject device was returned for evaluation. The device was received without the implants, and the actuator was in the pre-t2 deployment position. Visual inspection found the device to be severely bent. When the device was actuated, the entire needle moved forward. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues that could have contributed to the nature of the complaint. A complaint history review did not identify additional complaints for the manufactured lot number on file. Per results of the investigation, no root cause could be determined. At this time, no further investigation is warranted. (B)(4).

Event description:
During a contralateral meniscal repair procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that the t2 implant pre-deployed. T1 implant was removed from the joint. There was a twenty (20) minute delay in the procedure. Backup device was available and surgery was completed successfully. It was reported that patient condition post procedure was found to be satisfactory. (B)(4).